Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a crack on the twist clamp of a transfer set. This issue was identified during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, only a photograph of the sample was provided for evaluation. The photograph was visually inspected with the naked eye which showed evidence of a possible issue with the occluder leg of the twist clamp. Therefore, the reported condition will be verified by the photograph only. The cause for the condition could not be determined from the provided information. Should additional relevant information become available, a supplemental report will be submitted.